Event description:
The manufacturer became aware of an allegation that a user who wears a pacemaker, started using an amara view full face mask with magnetic headgear for use with his pap therapy for sleep apnea. The user alleges he then started having problems with his pacemaker. For this reason, two cables had to be replaced at the pacemaker. The user contacted his doctor to obtain a replacement mask without magnets. Multiple attempts have been made to obtain additional information. No mask or headgear will be returning for investigation. This will be an initial-final report. The manufacturer will continue to monitor complaints for similar issues. The manufacturer concludes no further action is needed at this time.

Manufacturer narrative:
Patient will keep using mask and headgear, possibly getting plastic clips.

Manufacturer narrative:
The manufacturer became aware of an allegation that a user who wears a pacemaker, started using an amara view full face mask with magnetic headgear for use with his pap therapy for sleep apnea. The user alleges he then started having problems with his pacemaker. For this reason, two cables had to be replaced at the pacemaker. The user contacted his doctor to obtain a replacement mask without magnets. Multiple attempts have been made to obtain additional information.